Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented at a follow-up in clinic. Upon interrogation, the right atrial lead exhibited noise. Isometric testing was unable to reproduce the noise. No intervention was performed and the patient will continue to be monitored. The patient was in stable condition.

Event description:
New information received notes that the patient presented with noise on the right atrial lead. The physician capped and replaced the lead on (B)(6) 2022 during a generator changeout procedure. The patient was in stable condition.

Event description:
New information received notes that the right atrial lead also exhibited oversensing.